Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. The customer stated that there was no patient involvement a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
(B)(4). 8100 unit. Customer called in for help on 8100 unit when power on unit gets error code 210-6030 at post. The alarm led failure detected during post, needs to replace defective alarm led. (B)(4).